Event description:
Customer reported a malfunction with code malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer with resetting the pump, and the malfunction did not recur. Customer was advised to continue using the pump and to contact support if the issue reappears.